Event description:
It was reported that burr separation occurred. A 1.50mm rotapro was selected for use. During withdrawal, there was resistance and burr separation occurred. The physician was able to successfully snare the detached burr from the patient. The procedure was completed with this device. There were no patient complications reported.